Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit would not rewarm. Since the event occurred during preventative maintenance, there was no pt involvement.